Manufacturer narrative:
Journal article title: effects of qishen yiqi dripping pills in reducing myocardial injury and preserving microvascular function in patients undergoing elective percutaneous coronary intervention: a pilot randomized study. Authors: he gui-xin, xie jun, jiang hao, tan wei, and xu biao. Publication: chin j integr med issue #: mar; 24 (3): 193-199. Year of publication: 2018. Literature reference: doi.org/10.1007/s11655-017-2955-1. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute integrity drug eluting stent devices were used in procedures to treat lesions in the lad, lcx and rca. Side branch occlusion is reported to have occurred in nine patients.